Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery ophthalmic probe tip became bent, halting the procedure. Surgery was completed successfully after replacing the unit on the same day. Patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received at the investigation site in its tyvek pouch. The stick on the tyvek pouch, showing the lot information. It was returned in a disassembled state, i.e., the inner assembly group was pulled out from the housing. The instrument was visually inspected, and it was noticed that the needle is heavily deformed, and the tube is broken off and was not included in the shipment. The initial report description electrocautery probe tip became bent and not mention the disassembled state. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the defects occurred can no longer be determined, nor can the strain put on the device be reconstructed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).